Event description:
The device was sliding off of the tissue and not holding like it should. Another device obtained and procedure continued without incident.====================== manufacturer response for ligasure instrument 5mm- 37cm, ligasure instrument 5mm- 37cm blunt tip (per site reporter).====================== the covidien sales rep, picked up the failed device to have it evaluated.